Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a shocking sensation when they had an urge to have a bowel movement. Additional information has been requested, but was not available as of the date of this report.